Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted on the distal conductor on visual inspection.

Event description:
It was reported during the implant procedure that the lead had positioning/fixation difficulties and was "not stable". The lead was replaced. No patient complications were reported as a result of this event.